Event description:
Info received indicated that the right head siderail would not latch.

Manufacturer narrative:
The hill-rom tech found there was some debris built up on the siderail latch components. He cleaned the siderail latching components to repair the bed. The bed functioned to specs after he had cleaned the latching components.